Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes there was one occurrence of poor separation with lot# 2173173 and 2 occurrences of gel remaining on bottom of tube with lot# 2109858. This is the 2nd of 2 complaints. The following information was provided by the initial reporter: customer reports a constant issue with a poor gel separation or gel that remains on the bottom of sst tubes. Lot#: 2109858 and lot#: 367986. Patient b collected (B)(6) 2023 on 4cn.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2109858. Medical device expiration date: apr 30, 2023. Device manufacture date: apr 19, 2022. Medical device lot #: 2173173. Medical device expiration date: jun 30, 2023. Device manufacture date: jun 22, 2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes there was one occurrence of poor separation with lot# 2173173 and 2 occurrences of gel remaining on bottom of tube with lot# 2109858. This is the 2nd of 2 complaints. The following information was provided by the initial reporter: customer reports a constant issue with a poor gel separation or gel that remains on the bottom of sst tubes. Lot#: 2109858 and lot#: 367986. Patient b collected (B)(6) on 4cn. Lot #2173173 exp 2023-03-30 (poor separation), lot #2109858 exp 2023-04-30 (gel on the bottom of the tube), lot #2109858 exp 2023-04-30 (gel on the bottom of the tube).